Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, upon opening nurse discovered that the lens had a hole in the optical part and lens was curved in the shape of an l. In order not to leave the patient aphakia surgeon implant the lens into the patient eye. The patient was scheduled a postoperative examination for next day. Additional information has been received a curved lens was implanted to the patient. After the first postoperative examination, the patient does not complain. Doctor did not considered this event as a threat to the patient's life and health.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).